Event description:
On 08/23/2006, nellcor puritan bennett received a report of cuff inflation/deflation issues on a tracheostomy tube. The caller reported that the customer complained of cuff leak. The caller did not state whether the cuff was pretested prior to insertion.

Manufacturer narrative:
Investigation of this customer reported complaint is currently in progress. The sample associated to this report is not available for evaluation.